Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Healthcare professional additionally reported "particles in valve." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, a void >1mm in the non-textured area, yellow particles in the device inner surface, wear abrasion, and a linear opening. A microscopic analysis and leak test were performed which identified one smooth crease opening. A fill inspection was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is one smooth crease opening on the anterior side assessed as a fold flaw opening.